Event description:
It was reported that this artificial urinary sphincter (aus) was not working. A surgical procedure was performed, during which a fluid loss from the balloon was discovered; therefore, the aus was removed and replaced. The fluid loss is attributed to a hole. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: (B)(4). Serial number: n/a. Batch/lot number: (B)(4). Model/catalog description: belt cuff fgs 5.0 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: (B)(4). Serial number: n/a batch/lot number: (B)(4). Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected and tested for leaks. Visual inspection revealed that the balloon was identified to have a hole from fatigue between balloon shell and adapter junction. The balloon had a fluid leak from the hole identified. The balloon was not functionally tested due to the leak found. The balloon kink resistant tubing (krt) was visually inspected and was worn down to the filament. The cuff was visually inspected and tested for leaks. The cuff tab was cut by sharp instrument and had discoloration. No leaks were found in the cuff. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump passed the functional test. Based on the information available and analysis results, the reason for the balloon fluid leak, balloon hole/perforated and the device mechanical issue was most likely determined to be the balloon leak from fatigue identified. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of normal device function leads to silicone fatigue and loss of system fluid was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working. A surgical procedure was performed, during which a fluid loss from the balloon was discovered; therefore, the aus was removed and replaced. The fluid loss is attributed to a hole. No patient complications were reported.